Event description:
Medtronic received information that at the 30 day post procedure follow-up, patient's cardiac CT shows localized ascending aortic dissection just above the prosthetic aortic valve extending down to the aortic annulus. Total length of dissection is 4.5cm and extending circumferentially approximately 60-70% of aorta. No interventions were reported at this time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).